Event description:
The account alleged the nurse call is not communicating with the nurse station. No pt impact.

Manufacturer narrative:
The technician found the communication cable was disconnected from the nurse call wall outlet. The technician reconnected the communication cable to resolve the issue.